Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, technical support was contacted to troubleshoot the device being disconnected from remote monitoring via rf telemetry. Technical support was unable to get the device reconnected. Technical support recommended an in clinic follow up for further investigation. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported events of premature discharge of battery, no pacing, no rf telemetry, and no magnet response were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information was received indicating the device was explanted to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the patient presented in clinic, the device was unable to be interrogate and without response to a magnet. Premature battery depletion was suspected. A device exchange is anticipated but has not yet been performed. The patient was stable.